Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) evaluation summary: (B)(4) performance data collected from the device and has been analyzed. Impedance - high resistance/impedance: 2 - patient alert for rv.pace lead z on (B)(4) 2011 03:00:03 and (B)(4) 2011 03:00:03. Weekly pace lead impedance log data show various spike increases for max v.pace = 320 to 2608 ohms range between (B)(4) 2010 and (B)(4) 2011. The full lead was returned in segments and was analyzed. The distal conductor was found to be fractured, and blood/body fluid was found on several conductors (not obstructed). The outer tubing overlay was melted and breached cut, and exhibited cosmetic environmental stress cracking. The outer insulation was torn and breached cut, and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. A white substance was found on the exposed defib coil.

Event description:
It was reported that the patient alert sounded, and the right ventricular lead exhibited high and varying impedances. The lead apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alert for rv.pace lead z on (B)(4) 2011 03:00:03 and (B)(4) 2011 03:00:03. Weekly pace lead impedance log data show various spike increases for max v.pace = 320 to 2608 ohms range between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported that the patient alert sounded, and the right ventricular lead exhibited high and varying impedances. The lead apparently fractured. The lead will be replaced. No patient complications have been reported as a result of this event.